Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The aortic body was implanted and after both limbs were deployed, the aortic body was observed to have displaced distally resulting in a type I endoleak. The physician placed a proximal cuff in the seal zone, but this did not completely resolve the endoleak. A palmaz stent was prepared but could not be advanced past the aortic body and the iliac limb junction and the stent was instead deployed in the junction between the aortic body and the iliac limb. This caused the right iliac limb to dislodge and pull out of the aortic body graft leg. An iliac limb graft was successfully implanted to bridge the aortic body to the dislodged iliac limb. The physician decided to leave the proximal endoleak and monitor the patient at the one month follow up. Based on the limited imaging available for review, the cause of the endoleak was the aortic body being in a lower than intended location, where the vessel diameter exceeds the recommended size range of the implanted graft. A cause for the low deployment could not be determined, but some parallax was noted in the imaging which can impact the accuracy of placement. No evidence of graft displacement was observed within the limited imaging available.